Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2010. Subsequently, a revision procedure was performed on (B)(6), 2010 due to loosening of the acetabular cup and dislocation of the modular head. The acetabular cup and modular head were removed. The modular head was not manufactured by biomet orthopedics. No further information has been reported to date.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2010 due to loosening of the acetabular cup and dislocation of the modular head. The acetabular cup and modular head were removed. The modular head was not manufactured by biomet orthopedics. No further information has been reported to date.

Manufacturer narrative:
Evaluation of the returned component found evidence of deformation of the rim and scratching of the bearing surface; which was possibly from neck impingement and/or luxation of the head. This report filed (B)(6), 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #4 - loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. Possible adverse effect #8 - dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can contribute to these conditions. This report filed (B)(6) 2010.